Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding when customer tried to reboot the station, but it took a long time to reboot, and displayed a blank screen, preventing user from accessing medication. The customer stated that this situation almost caused the patient injury because they could not get the required medication. The customer added that they retrieved the required medications from another department and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding when customer tried to reboot the station. A field service engineer inspected all pyxis bus cables, electronics drawer and re-seated comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, the system displayed error 41, which could be caused if the system stopped responding, crashed, or lost power unexpectedly. A field service engineer inspected all pixis bus cables, inspected electronics drawer and re-seated communication sled and opened every cubie pocket, but unable to replicate the problem. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding when customer tried to reboot the station, but it took a long time to reboot, and displayed a blank screen, preventing user from accessing medication. The customer stated that this situation almost caused the patient injury because they could not get the required medication. The customer added that they retrieved the required medications from another department and provided to the patient. There were no adverse events or injuries reported based on this event.